Event description:
It was reported the epg (external pulse generator) has a cracked display. There was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment that the liquid crystal display (lcd) lens was broken. It was also noted that the upper and lower cases were contaminated/broken, the ring cover and two side bail covers were contaminated/broken, the battery release and lead flex cover were contaminated, the battery contacts were compressed and the ring was bent.